Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade ii.

Event description:
Germany. Allegedly, the patient is experiencing capsular contracture baker grade ii in the right breast, with pain, firmness, and shape changes, requiring medically indicated implant replacement surgery. (Sn: (B)(6).